Event description:
It was reported that the image was greyed out and they were getting errors; causing the patient to be re-exposed. They rebooted the system twice and repeated the image. After the system was rebooted, it is working as intended.